Event description:
The past few months, the pt experienced intermittent shocking coming from the left chest pocket where her neurostimulator (ins) was implanted. Over time, the shocking became more persistent. After a brief test of turning the ins off, it was apparent that the ins was in fact causing the shocking. It also provided efficacy as she had a return of symptoms when ins was off. Pre-op, her left sided ins showed potential open circuits in both the full impedance tests and therapy measurement values. The impedance measurements were greater than 2,000 ohms. The extension was replaced and tested intraoperative. Normal impedances were found. The pt has no further issues of shocking and everything seems better.

Manufacturer narrative:
(B)(4).